Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed insulin flow blocked. The customer¿s blood glucose level was 440mg/dl at the time of the incident. The customer did not want to troubleshoot the pump. She will change her set and treat with the pump. The insulin pump will not be returned for analysis.